Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's medtronic representative reported via phone call that his insulin pump had been alarming with no delivery. The patient's blood glucose at the time of incident exceeded 600 mg/dl. Troubleshooting did not occur for the no delivery as the customer already resolved the no delivery alarms with a complete set change; the customer then resumed insulin pump therapy. The customer primed and rewound the insulin pump and insulin exited the tubing. The customer also had a battery out limit that occurred during normal use. The insulin pump was not returned for analysis and a replacement battery cap was shipped to the customer due to the battery out limit alarm.